Event description:
Removal of endosseous dental implant. Three implants were placed in class ii bone during a routine procedure with bone augmentation on 7/15/94. Splinted crowns were placed on the implants on 3/13/95. The implant in the #5 site was removed on 11/11/96 due to a stress fracture at the junction of the abutment and implant.